Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states the unit is making a loud sound but it's not alarming.